Event description:
Independent repair center customer alleged low o2/yellow light. The key failure is the valve is stuck.associated malfunctions for this device: power switch short circuited, brass barb connector broken, inlet and cabinet filters dirty.